Manufacturer narrative:
The device was explanted and being returned for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) which was implanted sub-pectoral had reached end of life (eol). The field representative noted upon interrogation that the device the screen noted limited device functionality with the vf zone at 165 beats per minute, brady vvi, and charge times of 45 seconds. The patient had not been exposed to environmental interferences in recent past. The patient did report the day before feeling short of breath with activity. Technical services advised the device be replaced.